Event description:
It was reported the device had a battery voltage of 2.63 volts and the device was near elective replacement indicator sooner than what was expected given the usage of the device. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported the device had a battery voltage of 2.63 volts and the device was near elective replacement indicator (eri) sooner than what was expected given the usage of the device. The device remains in use. It was later reported there was chronic high left ventricular threshold leading to early eri. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.906 to 2.64 volts between (B)(4)-2011 and (B)(4)-2012 and is before device recommended replacement time less than equal to 2.6251 volt.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): we did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching elective replacement indicator. The weekly battery voltage trend data in save to disk file (B)(4) shows min bat equal to 2.906 to 2.64 volts between (B)(6) 2011 and (B)(6) 2012, and is before device recommended replacement time less than equal to 2.6251 volt. The device was returned and analyzed. Analysis of the device revealed normal battery depletion.